Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer had cracks on the insulin pump. No additional information provided.